Event description:
It was reported that during surgery, the resection electrode had a fracture of the electric cutting loop. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.